Event description:
On (B)(6), 2010, the lay user/patient's wife contacted lifescan (lfs) (B)(6) alleging that the onetouch ultraeasy meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. On the morning of (B)(6), 2010 (at 7am), the patient reportedly obtained a blood glucose reading of "5.4 mmol/l" with the subject meter. According to the csr's documentation, the patient manages his diabetes with insulin (no adjustments); however, the reporter denied that the patient took any action in response to the alleged inaccurate high reading. At an unknown time later, the reporter claimed the patient was sweating, his face had dropped to one side, and he was unable to communicate. The emergency medical services (ems) was contacted and arrived at approximately 7:45am. Per csr documentation the patient obtained a blood glucose result of "3 mmol/l" with the ems's meter and was soon after administered (by ems) a glucose tablet along with food. At an unknown time later the patient obtained a blood glucose reading of "6.8 mmol/l" with the ems's meter and the patient's secondary (onetouch ultraeasy) meter. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mmol/l) and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k061118.